Event description:
An invacare representative reported that a dealer alleged the irc5po2v concentrator's product tank blew up, and there are burn marks inside the unit. An end user was using the concentrator at the time of the event, but no injury or property damage occurred.

Manufacturer narrative:
The concentrator was returned to invacare for evaluation, which was completed on (B)(6)2020. It was observed that the cabinet hardware was damaged and the retaining clips were dislodged, allowing the cabinet to separate on both sides. It was also observed that the tubing from the sieve beds to the pe valve and regulator was darkened, leading to a failure of the regulator. The regulator spring came up through the control panel, causing it to crack. It also forced the product tank downward, which deformed the sound box and caused the cabinet to separate. The evaluation findings are consistent with the prior analysis that the product tank experienced an over-pressurization event.

Manufacturer narrative:
Photographs of the concentrator were provided, which show that the regulator and product tank cap are broken away from the product tank, and the sound box underneath the product tank is bent downward. This indicates that the product tank experienced an over-pressurization event, confirming the complaint. Additionally, the photographs show that the tubing from the left sieve bed is darkened, and there is a small area on the inside of the cabinet that is discolored. This incident is being reported to the FDA out of an abundance of caution based on the evidence that the product tank experienced an over-pressurization event. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. The concentrator has been returned to invacare and is pending evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
An invacare representative reported that a dealer alleged the irc5po2v concentrator's product tank blew up, and there are burn marks inside the unit. An end user was using the concentrator at the time of the event, but no injury or property damage occurred.